Manufacturer narrative:
Upon receipt, visual inspection confirmed the device header was loose. External inspection noted body fluid contamination in the lead barrels and suture hole. The header was slightly loose from the case on the front edge. All seal plugs were intact and all setscrews moved freely. The rv rate/sense port spring connectors were evaluated with gauge pins and passed testing. An x-ray of the device header and feed through wires confirmed no irregularities. A review of stored electrograms showed a slight amount of noise on the right ventricular lead. The noise was not sensed. The device was then subjected to a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the rate/sense channel. The noise could be reproduced with patient isometrics. The physician performed an invasive procedure to determine the cause of the noise. The field representative reported that the device came out of the pocket easily, no instruments were used, and the header was loose right upon removal from pocket. Noise was recreated when manipulating the device header. When the header was flexed, some separation was observed between the case and header, but no wires were exposed. Lead impedance measurements were stable, and the lead was tested on the pacing system analyzer (psa) during the procedure, with good measurements seen. It was noted that noise was seen on the electrograms when the header was manipulated, when no leads were attached. The device was included in the subpectoral implant 2009 advisory population, but had been implanted subcutaneously in this patient. The patient had not experienced any physical trauma in the device area.

Manufacturer narrative:
A competitive device was implanted. The chronic defibrillation lead remains in service. No adverse patient effects were reported. The explanted device was returned and is undergoing analysis. This report will be updated when analysis is complete.